Event description:
A physician successfully positioned and deployed a xact stent into the left internal carotid artery. On the evening of the procedure, the patient developed right hand weakness and difficulty with fine motor skills. The patient was discharged home the next day. The following day, the patient was admitted for right hand weakness, expressive aphasia and left hemicranial pain. The patient was sent home three days later to follow-up with stroke rehabilitation.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.